Manufacturer narrative:
B3: date of event is unknown. E1: (B)(6). One device was received for investigation. The device was visually inspected and functionally tested. Visual inspection found a damaged battery compartment and bubbled dso seal. Pump was tested for flow accuracy and failed. No action taken for the reported problem as no problem was reported. Battery compartment and expilsor trim will be repaired and the dso seal will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device is in need of repair. There was unknown patient involvement and unknown patient harm/adverse event reported.